Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged. The patient was asymptomatic. Echocardiogram revealed the lead had dislodged to the left side of the heart. The lead was explanted and the device was programmed to aai mode. The patient was in stable condition post procedure.